Event description:
During an intervention to treat a cto in the right sfa, using a contralateral approach, the physician deployed the needle into the tru-lumen, but could not pass the guidewire through the needle cannula. The anatomy was described as extemely tortuous. He then attempted to retract the needle, but experienced difficulty. After several tries he was still unable to retract the needle, and therefore, took apart the handle of the outback catheter and manually retracted the needle. The outback and guidewire were then removed together from the vessel, and the case was ended without treating the cto. There was no report of pt injury. As per the reporting account, no add'l pt or procedural info is available. The product is available for evaluation and testing; however, it has not been rec'd to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.